Event description:
The physician made a presentation regarding this event at ivus conference, an attendee pointed that the stent had not been fractured. Other attendees agreed with this observation, so it was concluded that there was no stent fracture.

Event description:
The physician delivered two integrity stents to the left circumflex. Approximately one week post index procedure cag was performed for planned treatment of lad and it was noted that sub-acute stent thrombosis had developed at the proximal part of one of the integrity stents and that the stent proximal struts were separated unusually. The physician attempted to pass a guide wire through the occluded region but failed, a different guide wire was used successfully and the procedure was completed with poba. Approximately two weeks post index procedure follow up cag was performed and occlusion was confirmed at the same location which was treated with a non-medtronic stent.

Manufacturer narrative:
(B)(4). Evaluation: results - inherent risk of procedure (revascularization); (root cause of the event could not be determined).

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (occlusion). (B)(4).